Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a hand procedure on (B)(6) 2021, it was observed that anchor device separated from its inserter. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that separated anchor and inserter. No additional information could be provided. The product was returned to mitek for evaluation and a photo was provided. Mitek then conducted visual inspection of device received and photo provided by customer. Visual observation revealed that the anchor is off the inserter but still intact and held in place by the suture. The distal end of the tip that connect the anchor was bent; the inserter and the anchor were found to have a spot of biological matter. The photo provided by the customer showed the same condition found during the physical evaluation. A manufacturing record evaluation was performed for the finished device lot number: 7l06528, and no non-conformances were identified. According with the visual inspection results, this complaint can be confirmed. No information was provided on how or when the failure has occurred; therefore, we cannot discern a specific root cause for user to have experienced this issue reported. The possible root cause of the damage on the inserter could be attributed when apply excessive force while inserting the anchor beyond its intended use causing it to bend and which may cause that the anchor being off. However, it cannot be conclusively affirmed. As per IFU (B)(4) do not twist or apply bending force to the inserter as either may damage the anchor, suture or inserter tip. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.